Event description:
Information received indicates the left siderial is not latching.

Manufacturer narrative:
The technician replaced the missing siderail latch spacer and shoulder bolt to repair the stretcher.